Event description:
A customer reported their aeds pads and battery pack were expired. They reported that this did not occur during patient use.

Manufacturer narrative:
During troubleshooting of the AED with the customer, it was identified that both the AED electrode pads and battery pack were expired. Specifically, the electrode pads were labeled with an expiration date of 2022-02-28. The initial customer report did not involve patient use, and no adverse event occurred. However, in a clinical scenario, the use of expired AED electrode pads could result in a delay or failure to deliver therapy. Although no patient involvement or harm was reported, this event is being submitted out of an abundance of caution in accordance with 21 cfr 803.50.